Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet during a school physical education class, resulting in a cracked screen that rendered the device unusable and necessitated replacement. Symptoms included none. Outcomes included a temporary interruption of automated insulin delivery with instruction to revert to alternative therapy until the replacement arrived. Investigation included a review of the event description and logistical coordination for device replacement and return. Investigation of this case device evaluation revealed damage consistent with accidental physical impact to the display assembly, with no associated alarms or systemic malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.